Manufacturer narrative:
The pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/18/2025 to 06/08/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 23-jan-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 23-jan-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.78 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the belt clip rails of the pump during analysis. The pump passed all the required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump belt clip rails was damaged and high blood glucose event. The customer reported blood glucose value of 370 mg/dl. The customer reported hyperglycemia treated with emergency room visit, insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7020a. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will discontinue to use the device and mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7020a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.